Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an unspecified medication/fluid over infused. The customer later stated that there were no adverse effects caused to the patient from the event.